Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech isolated the issue to a bent siderail latch plate. He replaced the latch plate to repair the stretcher.